Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had lip of the reservoir was cracked and the o-ring was coming out. Customer's blood glucose value was 8.1 mmol/l at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.